Manufacturer narrative:
The rotor and the drive shaft were stuck together. Rotor rub between the rotor and the drive shaft was identified as the probable cause of the failure.

Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. The procedure was completed with a replacement device without any clinically significant procedure delay. No adverse event was associated with the device.